Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.4. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient applied a pod to the abdomen and wore it for approximately one day. During use, the patient developed worsening infusion site symptoms, including severe swelling, redness, heat to the touch, bruising surrounding the site, and significant pain. Due to progression of symptoms, the patient sought non-emergency medical attention on (B)(6) 2026 at an urgent care facility while wearing the pod. The reason for seeking medical attention was related to the reported site reaction and suspected infection associated with pod use. At the time of evaluation, the site was described by the reporting party as infected, and the patient was prescribed antibiotic therapy. The diagnosis was not explicitly reported by the medical professional. The patient¿s blood glucose levels were reported to be elevated above usual values (>200 mg/dl) during this time, with limited response. Information regarding the length of the medical visit and full clinical assessment is unavailable. A supplemental report will be provided if new information is received.